Event description:
The customer called and reported experiencing high blood glucose of 460 mg/dl, which she treated with a back-up plan. The customer stated she experienced calibration errors with the sensor. She declined troubleshooting for calibration error and issues she had with tape not sticking. The customer stated she had been treating based on sensor readings and was advised to always confirm with a finger stick. The customer was advised the sensors would be replaced but did not agree to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.